Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the device would not power on. The device's system board, power management board and front panel/keypad led board were replaced to address the issue. The device had evidence of insect contamination.